Event description:
The blades are leaving a gray oily substance on the cartilage in knee arthroscopy procedures. The gray substance was removed and back-up devices were used to complete the procedures.

Manufacturer narrative:
No product is being returned for evaluation.